Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v955729, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported the patient was using microstim because they hurt their shoulder. Since starting the therapy, about a week previous, the patient had started to catheterize a "bit more." It was unclear if the microstim was affecting the performance of the device. It was stated the patient would go "through cycles, but it seemed more this time." It was indicated the patient "constantly" had infections and they were not being treated. It was noted the patient was going to see their healthcare provider about their symptoms. There was no known accident or incident related to this event. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was later reported on (B)(6) 2013 that the patient did not have concerns with their device or therapy. The patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).